Event description:
Pt reported experiencing high blood glucose (~ 500 mg/dl). While wearing the device. They stated that they believe the device is not delivering as much insulin as it indicated. Pt reported that, after listening to the device's motor (they are visually impaired), the basal delivery is occurring every 5-8 minutes, rather than every 3 minutes.